Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Re-revision of a right hip patient has a total hip on the left side and a solution/duraloc on the right side that was implanted 32 years ago. Reason for the revision was poly wear. During the surgery, the surgeon assessed the stability of the solution stem and decided not to remove. The aml taper 28mm +3 cocr head, the duraloc sector cup size 56, the poly liner and 2 screws were explanted without issues. The surgeon implanted a zimmer biomet continuum cup size 58 with a 36mm i.d. Liner and 3 screws. He also implanted a depuy cocr large taper head 36mm +8. No wear was observed on the tronion prior to re-attach of the fem. Head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.